Event description:
Four minutes into the treatment, the pt called out to clinic staff that their was " something's wrong." The pt complained of back, leg, flank and chest pain, and was noted to be flushed in the face, nervous and extremely restless. Blood pressure was recorded at 170/75 and pulse at 80. No hives were noted and there was no complaint of itching. Oxygen at 5l was administered via nasal cannula and the pt transported via ems to the hospital. The pt was admitted for observation. This was the pt's 7th treatment with this dialyzer type; no reuse is practiced. Ace inhibitors are not prescribed for this pt. The pt has since been switched to the ca15d dialyzer. The IFU's for priming the psn170 were followed by clinic staff.